Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that air embolism occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A transseptal puncture was successfully performed in a posterior and inferior position. They changed to a non-bsc wire within the pulmonary vein and advanced a watchman® access system (was) along with a non-bsc pigtail catheter. After completing all measurements they selected a 27mm watchman ® laa closure device & delivery system (wds) to prepare for implantation. Before inserting the wds into the was, the physician observed there was no back bleeding from the was. This was also noted during aspiration; no back bleeding was observed. At this time, there were no electrocardiography (ECG) changes observed. After a few seconds back bleed was noted as well as slight st-elevation. They checked the coronary status and observed air in the right coronary artery (rca). With a balloon, the physician went to clear the air from the rca. In between, the patient experienced low pressure and was reanimated with a chest compression system. An extracorporeal membrane oxygenation system (ECMO) was prepared and the patient was connected to stabilize their oxygenation. The procedure was aborted. The wds was never inserted into the was. The patient was transferred to the intensive care (ICU) for further observation. The patient was hospitalized and in stable condition. There was "no disturbance" to the patient and no further complications reported.

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was) with a dilator inside the sheath. The device was bloody. Inspection revealed kinks in the sheath located 5cm and 24.5 cm from the tip of the device. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that air embolism occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A transseptal puncture was successfully performed in a posterior and inferior position. They changed to a non-bsc wire within the pulmonary vein and advanced a watchman® access system (was) along with a non-bsc pigtail catheter. After completing all measurements they selected a 27mm watchman ® laa closure device & delivery system (wds) to prepare for implantation. Before inserting the wds into the was, the physician observed there was no back bleeding from the was. This was also noted during aspiration; no back bleeding was observed. At this time, there were no electrocardiography (ECG) changes observed. After a few seconds back bleed was noted as well as slight st-elevation. They checked the coronary status and observed air in the right coronary artery (rca). With a balloon, the physician went to clear the air from the rca. In between, the patient experienced low pressure and was reanimated with a chest compression system. An extracorporeal membrane oxygenation system (ECMO) was prepared and the patient was connected to stabilize their oxygenation. The procedure was aborted. The wds was never inserted into the was. The patient was transferred to the intensive care (ICU) for further observation. The patient was hospitalized and in stable condition. There was "no disturbance" to the patient and no further complications reported.